Event description:
It was reported that during deployment of a vena cava filter, the filter would not release from the pusher wire. The filter was able to be released after add'l manipulation of the delivery system and was then deployed successfully. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file was missing patient, procedure and product details. Spoke with international representative regarding patient information missing from the file and was advised that united kingdom has a privacy law that prohibits the transfer of patient data. Therefore, the patient details are unobtainable. Multiple follow up attempts were made with the international representative to obtain any information pertaining to the procedure and product details (e.g. Date of event and lot#) that were not previously obtained during the initial investigation. The report source was unable to provide any details.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned for evaluation. Images were not provided. The device was not returned. Based upon the available info, the complaint investigation is inconclusive for filter deployment difficulty and the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event.